Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged on (B)(6) 2017 the patient experienced a blood glucose as high as 30mmol/l and as low as 5mmol/l with moderately high ketones, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump use, and was treated with insulin via injection in the emergency room by their healthcare provider. During troubleshooting with customer technical support, it was revealed the patient¿s clinical nurse had made changes to the basal rate after the first incident of a high blood glucose, and the patient was still experiencing erratic blood glucose levels. The pump battery had been changed and did not make a difference in management of the patient¿s blood glucose. The alarm history was reviewed and low cartridge alarms had occurred on (B)(6) 2017. No insertion issues, damage to the infusion set, or scar tissue issues were established. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 23-apr-2018 device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2018 with the following findings: a review of the black box showed a replace cartridge alarm followed by a power on reset. When the pump was powered back on the date was set incorrectly to (B)(6) 2023, the time was set to 02:07, and deliveries resumed. A power on reset then occurred, the pump was powered back on, and the date was set incorrectly to (B)(6) time was set to 01:07, and deliveries were resumed. A power on reset occurred again and deliveries were never resumed. The pump was exercised for 24 hours with a 2 unit per hour basal rate and at the end of testing the basal history correctly showed 2 units and the total daily dose showed 48.0 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects. The pump was found to be delivering within the required range and delivering accurately. No alarms or power on resets occurred during the testing. The complaint was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.